Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after discovering one insulin cartridge broken in the chamber and a second cartridge leaking; a third cartridge was installed and glucose levels began trending down. Symptoms included feeling unwell without loss of consciousness or diabetic ketoacidosis. Outcomes included transient elevated blood glucose above 400 mg/dl for several hours without hospitalization, medical intervention, or use of backup therapy. Investigation included complaint review and customer interview. Investigation of this case revealed a leaking and damaged cartridge associated with loss of insulin delivery until replacement. It was concluded that the event was related to a cartridge malfunction that resolved with use of an intact cartridge. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.